Event description:
The company received a report where it was claimed that the end clinician was experiencing difficulty getting a 4mm bronchoscope down the tube. The caller reported this particular size bronchoscope was used before without difficulty. The end clinician elected to extubate and reintubate the pt with a large size endobronchial tube. No pt harm reported.

Manufacturer narrative:
No sample is expected to be returned for eval. Without the actual complaint sample being returned and the lot number of the product a full investigation cannot be carried out. If the sample is received at a later date and/or if significant info becomes available related to this report, a summary will be provided in a supplemental report. Complaint trends will continue to be monitored.